Event description:
Pt reported to the pharmacy that while they were administering insulin via the bd 1cc insulin syringe the needle snapped off. The pt was able the recover the broken needle and the pharmacy has the broken needle and syringe in its possession.